Manufacturer narrative:
Following product return and completion of lab analysis, this event will be further updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection confirmed arc markings on the outer case in front of the device's header. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output. A series of electrical tests were also performed, and again, normal device function was observed. Laboratory analysis concluded that the clinical observation of low shock impedance and non-conversion, were most likely due to shunted energy during shock delivery. The device operated normally during laboratory testing. The associated rv lead was not returned.

Event description:
Boston scientific received information that the patient with this system, exhibited a ventricular fibrillation (vf) rhythm, resulting in three internal (device) shocks. Reportedly, the delivered shocks failed to convert the patient's rate and external efforts were required. Following hospitalization, the physician initiated defibrillation testing to assess functional integrity. Prior to induction,all diagnostics appeared normal and within range. A total of four induction shocks were delivered; however, only two successfully converted the patient. It was at this time, the physician noted that each non-converted shock, exhibited a <20 ohms shock impedance measurement. An x-ray was then performed and a connection issue identified. During the revision procedure, the physician confirmed the terminal pin was not fully inserted and additionally, pace/sense insulation damage was observed on the right ventricular lead. The device was explanted and the right ventricular lead surgically abandoned. Another device and rv lead were successfully implanted; however, further induction testing not performed due to the patients condition. The device is expected to be returned for testing.